Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a (B)(6) trial patient with an external neurostimulator (ens). The patient reported that they were doing well and noted that they received a message stating ¿cannot provide your desired settings¿ on both sides. The patient noted that they were currently on the right at 5.8 and was unable to feel stimulation. The patient mentioned that they believed that they pulled the wires. Additional information was received from the patient on (B)(6) 2017. The patient reported that they thought that they still had the leads in their back but was not sure. The patient noted that the lead removal was scheduled for the day after report. No further complications were reported or were expected.